Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned dry, in a centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (clear residue on lens). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.